Manufacturer narrative:
The device was not returned to olympus for inspection, however, an endoscopy support specialist (ess) was dispatched to customer site and confirmed the reported issue. An onsite service was performed and ess provided reprocessing training to the user facility staff. During the in-service training, ess reviewed with staff how to complete aspiration using the suction valve outlined in the manual to aspirate the instrument suction channel and balloon channel. Furthermore, ess assisted in locating the quick reference guide on-line for use of scope buddy plus for ultrasonic gastrovideoscopes, demonstrating use of device with a suction valve. It was confirmed that the facility will begin to implement the use of a suction valve immediately during aspiration and complete all steps outlined in the manual. Based on the results of the investigation, the cause was traced to the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the onsite visit that the user facility staff was currently not completing aspiration using a suction valve as noted in the reprocessing manual, the sterile processing department uses the scope buddy plus to complete aspiration and flushing of endoscope channels and was unaware that the ultrasonic gastrovideoscopes requires the use of a suction valve to aspirate detergent through the instrument suction channel and balloon suction channel with it. No patient infections or injuries were reported. There were no reports of patient harm.